Event description:
It was reported that balloon rupture occurred. A 6.0mmx100mmx150cm (4f) sterling balloon catheter was advanced for dilatation. However, on the fifth inflation at 14 atmospheres for 15 seconds, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported.